Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device was broken/ damaged, flange broken. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced flange gripper retainer, front cover, rear case, rt handle, barrel clamp, latch module, top disk holder, tube drive, sleeve drive, wiper seal, carriage block assy, fpc cable and lt/rt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of 08 jun 2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in production failures q6 200031749 for no fault found and q6 200031798 for missing segment which do not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to a mechanical failure of the flange gripper. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iuis, fi-2017-0015 for flange gripper, 1604765 for rear case.

Event description:
The customer reported that the device was broken/damaged, flange broken. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 08 jun 2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in production failures q6 200031749 for no fault found and q6 200031798 for missing segment which do not correlate to the customer reported issue.

Event description:
The customer reported that the device was broken/damaged, flange broken. There was no additional information provided and no patient involvement.